Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material was possibly not removed although the reprocessing was conducted properly. Also, physical damage was observed, causing the forceps elevator to be stained. Moreover, chemical or physical stress such as hitting or dripping the distal end of the scope may have been applied to the device, and the glue part of the probe cover peeled off, thus causing invasion of moisture into the device. However, while the device malfunction was confirmed, the root cause for the presence of the foreign material in the subject device could not be determined. The event can be detected/prevented by following the instructions for use: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodeno videoscope exhibited foreign material on the distal end, adhesive on the bending section cover had a crack, distal end had a gap, and there was corrosion around the forceps elevator. There were no reports of patient involvement.